Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the host computer had memory problem. Philips confirmed that no service was needed, as the system will be dismantled. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.